Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic bariatric procedure, at the beginning of the procedure, the surgeon able to press the green button but unable to squeeze the handle and the device did not fire. In addition the surgeon saw a damage on the stapler during the positioning making the device improper for use due to bending the rod in the joint with the load. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.